Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On october 3, 2016, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch verioiq meter displayed an error 4 message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient reported that he first obtained the error 4 message at 8am on (B)(6) 2016. He indicated that he received the message again at 12 noon, 5pm and 9pm on that date. The patient manages his diabetes with insulin (self-adjuster). He denied making any changes to his usual diabetes management routine after obtaining the error messages. He reported that because he had to repeat the tests, he developed ¿bruised, sore fingers¿. He denied receiving any medical treatment for his symptoms. During troubleshooting, the cca noted that the patient had not been using the meter for the first time. The cca confirmed that the patient¿s test strips had been stored correctly and were within expiry date. The patient described the correct testing steps and he confirmed that the test strip completely drew in the blood sample. The cca walked the patient through a retest but the issue remained unresolved. The patient¿s products were requested back for investigation and replacement products were sent to the patient. From the information provided, the patient did not suffer signs or symptoms indicative of severe hypoglycemia or hyperglycemia, nor did he receive medical intervention for either of these conditions after obtaining the error messages. However, this complaint is being reported as a malfunction because the alleged issue was not resolved during troubleshooting.